Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, the image was intermittent when the cable was moved around. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the "intermittent image" issue. The camera image quality test was performed and failed. The technical service representative attributed the "intermittent image" issue to cable failure. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.